Event description:
Information received by medtronic indicated the customer reported that battery cap contacts were damaged. Troubleshooting was not performed. No harm requiring medical intervention was reported. No information on whether the customer continued using the insulin pump or not and the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.